Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 405184 lot 4342766 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. In this instance, catalog 405184 lot 4342766 the expiration date started at case, shelf and top web labels/identification is december 2019. This date correspond to a five years shelf life in which bd assures sterility and material stability / functionality. Bd does not recommend the usage after 5 years as stated on product expiration date. The reported issue does not represent a single significant incident that would trigger any corrective actions at this time. DHR was performed, in process inspections according manufacturing record bdm1112 and final quality inspection record ifm1063 passed with satisfactory results.

Event description:
It was reported that the needle spinal s/su 18ga 3-1/2in quincke was used past the "12/2019" expiration date to "vent 20cc vials of red blood cells" while drawing them into a syringe. The defect was noticed during use. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "we have a lot of spinal needles (4342766) that were used (5) past the expiration date. The expiration date was 12/2019." "They were used to vent 20cc vials of red blood cells, while drawing them into a syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle spinal s/su 18ga 3-1/2in quincke was used past the "12/2019" expiration date to "vent 20cc vials of red blood cells" while drawing them into a syringe. The defect was noticed during use. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "we have a lot of spinal needles (4342766) that were used (5) past the expiration date. The expiration date was 12/2019." "They were used to vent 20cc vials of red blood cells, while drawing them into a syringe."